Manufacturer narrative:
Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on december 20, 2017. (B)(4). There is a potential for the display processor to experience an unexpected failure. If this failure occurs, the device screen will temporarily go blank and will then display an error code ¿ec01 xx¿. The blank display results in loss of monitored data being displayed to the user. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 01/03/18 phone call, 01/05/18 phone call, 01/08/18 phone call. (B)(4).

Event description:
The hospital reported that the ventilator display went black and displayed an error code. There was no report of patient injury.